Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was reported that the patient¿s pump could not be filled as the pump was confirmed flipped. This device system delivered bupivacaine and morphine. The pump was to be revised on (B)(6) 2013. The patient did have the scheduled pocket revision. The pump was secured with three sutures at each suture hole on the pump. The pump was disconnected from the catheter and the catheter was aspirated successfully. No withdrawal symptoms were reported. The patient was receiving appropriate therapy, however, the pump would flip making it difficult to refill as well as identify where the port was located. There was a priming bolus done for the catheter only post implant due to aspirating the catheter at the time of the pocket revision.